Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. Analysis of the device memory also indicated the impedance trend of the right ventricular pacing lead was rising and there was oversensing due to non-physiologic signals/sensing integrity counter.

Event description:
It was reported that there was a connection problem. A revision procedure was performed and the device and right ventricular (rv) lead remain in use. No patient complications have been reported as a result of this event.